Event description:
During a hysteroscopy case, they attempted to use a myosure lite for morcellation. The first handpiece was giving the error of not recognizing the handpiece, unable to trouble shoot the error code away, a new handpiece was opened, which also gave a 'not recognized' error code but did function to some extent, although the flow was slow, causing subpar visualization and the shaver itself was operating at a slower rate of speed.